Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. Pump drug information was not reported. It was reported that the patient had been having issues with their personal therapy manager (ptm) equipment. The patient got system error message "0x1c97d160" two nights prior. The was able to restart their phone, get past the message, and was able to connect. The patient also mentioned that the screen would "freeze" for a few minutes and then "release" so they could connect. During the call to patient services, the patient was able to connect to their pump and confirmed that they saw the lockout screen. It was also reported that the screen would "get stuck at 91% a lot of the time", but then fully connect. Per the patient, "for the past couple of months", they had been having a hard time getting connected to the pump. Per the patient, sometimes it would take 10-15 minutes before they were able to connect and that it had been "really bad for the past week". Patient services had the patient restart the application and the patient was able to get connected. Patient services reviewed withthe patient to close out of all running applications, restart the handset, and then attempt to connect again when having issues getting connected. The patient planned to monitor the issues and call back if needed or if they received more system error messages. No patient symptoms or complications were reported.